Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported via phone call that the auto mode was inactive on the insulin pump during the high blood glucose level event.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported via phone call that the auto mode was inactive on the insulin pump during the high blood glucose level event.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was over 409 mg/dl, at the time of incidence. Customer refused to treat themselves with manual injection. Customer reported that they received insulin flow block alarm. The insulin did exited the tubing. Customer reported that at the result of prime insulin pump had alarmed. The insulin pump will not be returned for analysis.